Event description:
It was reported by the clinician that the catheter was being placed subclavian. During the first placement attempt, resistance was met. The spring wire guide (swg) was removed and reinserted for a second attempt. Once the catheter was in position, the swg was removed. At which time, a coiled outer portion of the swg separated and was retained in the pt. A surgical procedure was performed in interventional radiology and an 8-inch piece of swg was removed. An x-ray was performed to confirm everything was removed.

Manufacturer narrative:
Sample will not be returned for eval.